Event description:
Patient was undergoing coronary artery bypass grafting, was established on cardiopulmonary bypass (cpb), and all parameters reported as normal. Reportedly, after the start of bypass, the bubble detector was engaged in the non-override position. This caused an alarm which caused a shutdown of the arterial centrifugal pump head. Reportedly, staff was unable to override the alarm in the override position. Cardiopulmonary bypass was changed to the hand crank and patient was supported to the same hemodynamics prior to alarm. While hand-cranking, the console was reset by turning off to clear the alarm. This took two times to clear alarm. Console was tested and found to reportedly function normally. Hand-cranking stopped, returned cpb to normal position and bypass resumed without difficulty. Reportedly, the rest of cpb was uneventful and no patient harm was reported.